Manufacturer narrative:
The cartridge has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The event was attributed to incorrect cartridge filling technique as the reporter was injecting the air into the insulin in the vial instead of the air space of the vial. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting a blood glucose of 30 mmol/l with extreme thirst, increase urination, abdominal pain, double vision, and a racing heart. The reporter stated that the site and tubing was changed out but blood glucose levels did not resolve. The set, tubing, and cartridge were changed out and blood glucose levels began to respond down to 16 mmol/l. During troubleshooting the old cartridge was reviewed and found air bubbles in the cartridge. The filling technique was reviewed with the reporter and found that the insulin vial was being pressurized by injecting air into the insulin instead of into the air space in the vial. The reporter was advised on the correct method of pressurizing the insulin vial. This report is made based on the allegation that the reporter experienced hyperglycemia related to incorrect cartridge filling technique.

Manufacturer narrative:
Follow-up #1: date of submission 10/28/2013 device evaluation: no device has been returned; a retained sample from the reported lot number was pulled and was evaluated by product analysis on 10/16/2013 with the following findings:the cartridge was cycled normally with no difficulties noted. The cartridge was filled with no air bubbles or leaks. A cartridge leak test was performed with no leaks noted from the luer connection, o-rings, or anywhere else on the cartridge. A cartridge force test was performed and all forces were within specifications. No defects were found related to the complaint.